Event description:
On (B)(6) 2012, a fax was received from the physician with information regarding the patient's increase in seizures from (B)(6) 2012. The physician appeared to indicate that there was no relationship of the increase in seizures to vns. The physician stated that an increase in multiple seizure types was unclear. The seizure frequency was the same as the patient's pre-vns seizure frequency. The patient's vns was adjusted as an intervention. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. On (B)(6) 2012, the patient underwent prophylactic generator replacement. The patient's explanted generator was received on (B)(6) 2012 and is currently undergoing product analysis.

Manufacturer narrative:
Review of programming/device diagnostic history performed.

Manufacturer narrative:
Adverse event or product problem, type of reportable event, corrected data: the previously submitted MDR stated the event was a malfunction. Additional information was received indicating that interventions were taken; therefore, this is event is being reported as an adverse event/serious injury. This report is being submitted to correct this information.

Event description:
Product analysis was approved on (B)(6) 2012. In the pa lab, the device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2012, were received on (B)(6) 2012, regarding this vns patient. The patient was referred for prophylactic generator replacement. The clinic notes alleged an increase in seizures. The patient had a few breakthrough seizures and auras with the last seizure occurring on (B)(6) 2012. On the date of the appointment ((B)(6) 2012), the patient experienced a mild aura. The notes stated that recently, the patient's seizures have been occurring every two weeks. A few months ago, the patient had breakthrough seizures every one to two months. The patient's triggers were noted to be stress, lack of sleep, poor diet, and taking medications late. The patient's settings from this appointment are provided in the notes, and a dcdc code of 5 is reported. It is unknown if this is in normal mode or systems diagnostics. A battery life calculation was performed with the available information with a result of 0.7 years to eri = yes. Attempts for additional information have been unsuccessful to date. Surgery for replacement is likely, but has not taken place to date.